Manufacturer narrative:
Corrected information.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lead noise was noted. The lead was capped and the patient was in stable condition following the procedure.